Manufacturer narrative:
(B)(4).

Event description:
It was reported that during initial vns implant surgery, the patient's generator was interrogated and showed a near end of service condition. Another generator was used for the procedure. The opened but unused generator was returned to the manufacturer for analysis. Review of the data downloaded from the generator indicated that the pulsedisabled byte was set to a value that represents a vbat<eos threshold condition. However, burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during device implant/explant.